Manufacturer narrative:
Evaluation summary: the stent was off the balloon and did not return for analysis. The patency of the inner lumen was checked when a 0.015 inch mandrel was passed through the inner lumen out through the tip of the device, there was no resistance noted. Negative prep was performed on the device and a steady stream of bubbles was observed in the syringe, indicating the presence of a leak. On pressurization of the device, a leak was detected on the working length of the balloon and the balloon failed to maintain pressure. Visual inspection confirms the presence of a longitudinal tear along the balloon working length. The material of the tear site was jagged and uneven. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an endeavor resolute rx drug eluting stent to treat a severely calcified and moderately tortuous rca lesion exhibiting 90% stenosis. It was reported that the device was removed from its packaging as per IFU and inspected with no issues noted. Negative prep/purging was performed on the device prior to use, with no issues. The lesion was pre-dilated. Resistance was encountered when advancing the device. The stent could not be opened after reaching the lesion despite 16 atm pressure. Therefore the stent was replaced with a new endeavor resolute. The new stent was implanted in the lesion and the case was completed without complication. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Please note that this device, endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.